Event description:
It was reported that the entire device system was replaced on (B)(6), 2012. The pump was replaced due to end of battery life (eol). Interrogation of the pump on (B)(6), 2012 showed end of pump battery life. It was also reported that on (B)(6), 2012 the catheter was unable to be aspirated and it was determined that the catheter was occluded. The device system was disposed of. No patient symptoms were reported. The patient outcome was reported as resolved without sequelae on (B)(6), 2012. The device system was used to deliver dilaudid, fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709, lot# j0056592r, implanted: 2001-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8577, lot# n0048641, implanted: 2006-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).